Event description:
It was reported that the event log files captured low flow alarms, low speed advisory alarms, low speed hazard alarms, low pump current alarms, and pump stop alarms on (B)(6) 2023 for approximately 3 seconds. These events appeared to be due to electrostatic discharge (esd). The patient was on a specialty bed with a nylon patient lift sheet. The pump stop events resolved after the system controller exchange.

Manufacturer narrative:
Incidental findings: review of the submitted system controller event log files captured a transient left ventricular assist device (lvad) internal fault alarm on (B)(6) 2023. This alarm resolved without intervention. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed pump reset events associated with electrostatic discharge (esd). The controller event log file captured several pump stop events on (B)(6) 2023. The events appeared to be consistent with pump resets due to esd events. The pump resumed operation at the set speed without issue following the events. A transient lvad fault alarm was also observed at 12:04:22 on (B)(6) 2023, associated with a data corrupt fault (f47). This alarm resolved without intervention. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Abbott has initiated a corrective action / preventive action (CAPA) to further investigate heartmate 3 lvad pump reset from esd during specialty bed use. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook rev. D are currently available. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 7 of the IFU and section 5 of the patient handbook describe hazard and advisory alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. The patient handbook also outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.